Manufacturer narrative:
Five concerto coils were returned: (model: nv-2-8-helix lot: a689264) (coil 1), (model: nv-3-8-helix lot: a591662) (coil 2) (model: nv-3-8-helix lot: a403474) (coil 3), (model: nv-2-8-helix lot: a689264) (coil 4) and (model: unknown lot: unknown). Medtronic was unable to definitively identify the models and lots of each returned coil. One of the returned coils was observed to have the implant coil detached and missing from the pushwire. The pushwire was found to be kinked at load indicator at from proximal end. Under the microscope, the coin was not found to be located against the lumen stop, and the shield coil was found to be present. All other subassemblies appeared to be normal and no other anomalies were observed. It is likely that the damage to the concerto implant coil pushwire occurred during the attempt to push the coil through the micro catheter against the reported resistance. It is likely that the coil detachment occurred during the attempt to push/pull the coil through the micro catheter against the reported resistance. More information about the unknown coil is being obtained. An update will be made once the follow up is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that coils jammed in the hub of microcatheter and could not be advanced. The patient underwent coiling treatment for collateral artery off the popliteal at distal. It was reported that the coils could not be passed through the microcatheter. They seemed to jam at the hub and fold in on themselves while in the plastic sheathing. No patient injury was reported. Evaluation of the returned device found that one concerto implant coil was detached and missing from the pushwire.